Event description:
It was reported that the patient experienced unspecified complications with an inflatable penile prosthesis (ipp). During the procedure the existing device was explanted. There were no device performance issues with the device and the patient did not experience further complications.